Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini was not powering on. The pt stated that she rec'd the reported meter from lfs about "4 weeks ago." When the pt first tried to use the meter, she noticed that it would not turn on. The pt then sent the meter back to lfs without calling the customer service line to report the issue. She was expecting lfs to send another replacement meter. She only called lfs the same day, wanting to know why lfs had not sent a replacement meter yet. During the 4 weeks that she did not have her own personal meter to use, the pt explained that she had been guessing on her sliding-scale insulin dosages. The pt takes novolog insulin 3 times a day with meals and 20 units to levemir insulin twice a day. The pt mentioned that for the past 4 weeks, she has had to go to an emergency room (ER) 3-4 times due to high and low blood glucose levels. The pt stated that during one visit to the ER, her blood glucose level was over 400 mg/dl. In another case, the pt's blood glucose was "over 600 mg/dl." The pt also claimed that at one point, she fell and broke a rib because her blood glucose levels were really high. She also mentioned because her blood glucose levels have been high, she has not been able to see well. The pt also alleged that since she was guessing on her sliding-scale insulin dosages, she suffered "insulin shock' several times. The pt said that she encountered instances where she developed symptoms of shakiness and shivering after taking the sliding-scale insulin. During one visit to the ER, the patient said her blood glucose level was down to "69 mg/dl." The patient did not specify what treatment she rec'd during the ER visits. The pt did not have the meter for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly suffered from hypoglycemic and hyperglycemic events after the alleged meter issue began. The pt claimed that she was guessing on her sliding-scale insulin dosages during the time of concern and had to go to an ER a couple of times.